Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer had issues regulating blood glucose levels prior to hospitalization due to pregnancy. Customer had stated tht the set she was using was leaking at the site location due to the fact that the cannula had not entered into the body correctly upon insertion.